Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported the patient underwent a procedure to place the scs ipg in a different position/ pocket on (B)(6) 2019. Reportedly, the surgery was completed successfully and therapy restored postoperatively.